Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available, no parts were returned for evaluation. Therefore, the reported failure could not be reproduced. The machine files were provided for review, and the reported alarms were able to be identified. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. The sensor box was originally equipped with the components d500-0187bb and d500-0255aa with mixed contact materials (tin/gold). Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A CAPA has been opened to address this issue.

Event description:
It was reported that a novalung console displayed errors 206 and 208 and the flow measurement stopped during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The incident occurred approximately one hour and thirty minutes into ECMO therapy. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. To resolve the reported issue, the sensor box was replaced. The alarms did not result in any patient injury, blood loss, or the need for medical intervention. The sensor box was reportedly available for evaluation. The serial number of the sensor box is (B)(6).

Event description:
It was reported that a novalung console displayed errors 206 and 208 and the flow measurement stopped during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The incident occurred approximately one hour and thirty minutes into ECMO therapy. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. To resolve the reported issue, the sensor box was replaced. The alarms did not result in any patient injury, blood loss, or the need for medical intervention. The sensor box was reportedly available for evaluation. The serial number of the sensor box is (B)(6).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.